Event description:
The ambulance crew responded to a code. The paramedic did not have vascular access and so the paramedic attempted to use the ez-i0 power driver (a system designed for emergent vascular access) to obtain vascular access. The io power driver stopped working before the paramedic was able to drill the needle set into the bone of the tibia. The paramedic disconnected the needle and tried the power driver again. It seemed to operate correctly, so the paramedic attempted again to drill the needle set into the bone of the tibia. At this second attempt, the driver was able to drill the needle set into the proper position before the driver stopped. When the paramedic started pushing fluids, the needle backed out. The driver was removed from service and the paramedic was able to obtain alternative IV access after the automatic CPR device had run for a few minutes. There was no adverse outcome for the patient related to this equipment failure. The io driver device was retained and is available to be sent to the manufacturer for inspection upon their request.